Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead had high impedance, no sensing of p-waves and a possible fracture. The lead was inactivated. No patient complications have been reported as a result of this event.